Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection showed no contributing issues. Analysis of the pcu event log shows that the pump module was in use and infusing propofol 1000mg/100ml at a rate of 15.3ml/hr. At 11:53 am on (B)(6) 2018, the user paused the infusion. At 11:56 am, the device alarmed for flo stop open for 1 second. The door was closed and the user changed the vtbi to 50ml and started the infusion at 15.3ml/hr. At 12:20 pm, the device alarmed for air in line. The door was closed and the infusion was restarted. At 12:22 pm, the device alarmed for air in line. The user channeled the device off. The user then attempted to restart the infusion several times, however it did not infuse any more due to multiple check IV set alarms. At 12:50 pm, the system was shutdown and powered off. The volume recorded as being infused during this period was 6.46ml. Functional and rate accuracy testing was performed and the device was delivering fluid within specification and operating as intended. The root cause of the customer¿s report of an overinfusion was not identified. The disposable sets were not returned for investigation.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported hanging a new bottle of propofol 1000 mg in 100 ml as a primary infusion at 12:00 pm after priming a new set. The dosage of propofol was 30 mcg/kg/minute, and the nurse set the vtbi at 50 ml to prevent tubing from running dry. The nurse states she restored the previous infusion without changing anything except the vtbi. Another infusion (running with a separate pcu and pump module) was connected at the y-site closest to the patient. Between 12:20 pm and 12:30 pm, the propofol infusion was found empty. The infusion was turned off and the patient woke up within approximately one hour. Vital signs remained stable, and there was no patient harm.